Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a check heater line alarm, the registered nurse (rn) stated that she had the home patient (hp) put his mask on, take heater bag off the tubing and let it free flow. The rn stated that the fluid came out of the bag with no problem so she had the hp reconnected bag and the hp had the same alarm. The rn was aware of possible contamination. The technical service representative (tsr) explained the possible caused for the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The rn stated the home patient (hp) had continued therapy, no injury or medical intervention was reported as a result of this incident.